Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer received 10 new etco2, 08 are reporting co2 sensor failure. These were put into circulation the last month and 08 failed. There was patient involvement but no harm.

Event description:
It was reported that the customer received 10 new etco2, 08 are reporting co2 sensor failure. These were put into circulation the last month and 08 failed. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported co2 sensor failure issue could not be duplicated during laboratory testing, however, a review of the error logs identified the presence of error code 570.6200.0 the three modules with s/n (B)(6), as well as error code 570.6500.0 on the suspect etco2 modules with s/n (B)(6). A preventive maintenance task was performed on the four (4) devices to verify its performance, and no issues or anomalies were found. Error log review of the suspect etco2 module s/n (B)(6) showed a malfunction error code 570.6200.0 (OEM_cbit_failure), recorded on (B)(6) 2026 at 6:50 am, indicating the continuous built-in tests failed. According to the event log, the suspect module was attached to the concomitant pcu s/n (B)(6) at 6:49 am, a minute after the malfunction occurred and user turned off the device. According to event log review, on (B)(6) 2025 at 2:14 pm the suspect etco2 module s/n (B)(6) was attached as channel d to the concomitant pcu module s/n (B)(6), the device ran as expected until (B)(6) 2025 at 7:19 am when a channel malfunction occurred after an etc purging advisory. Error log recorded the malfunction as 570.6500.0 (OEM_serious_module_error), which indicates that the etco2 board took too long to perform an action; the unit was turned off and on (B)(6) 2025 at 8:27 am was turned on, right after the error code 570.6200.0 (OEM_cbit_failure) was recorded. For suspect etco2 module s/n (B)(6) the same two (2) error codes 570.6500.0 (OEM_serious_module_error) and 570.6200.0 (OEM_cbit_failure) occurred on multiple occasions. The error code 570.6500.0 was recorded three (3) times between (B)(6) 2025 to (B)(6) 2026. Error code 570.6200.0 was recorded seven (7) times on (B)(6) 2026. Event log review of the suspect etco2 module s/n (B)(6) revealed that on (B)(6) 2026 at 3:18 pm the module was attached as channel d to the concomitant pcu module s/n (B)(6), the device ran as expected until (B)(6) 2026 at 3:02 am when a channel malfunction occurred after an etc purging advisory. Error log recorded the malfunction as error code 570.6500.0 (OEM_serious_module_error). Per bd alaris etco2 module model 8300 technical service manual (dir 10000384614) with a new instrument, when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self test and is operating correctly. During operation, the instrument continually performs a self test, and will alarm and display a message if it detects an internal malfunction. Contact bd authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self test, or continues to alarm. For new instrument checkout, the minimum checks are regular inspection and functional tests. To avoid the risk of an electrical hazard or damage to the device circuitry, do not spray fluids directly onto the device or allow fluids to enter the device. According to the bd alaris pcu and pump module technical service manual v12.3.1 (dir 10000367870) through the use of diagnostic hardware testing and software error trapping, the bd alaris system ensures that all hardware and software errors are logged, and the appropriate action is taken. The response for an error codes 5xx.6200 and 5xx.6500 is to replace the etco2 board. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported co2 sensor failure issue was not able to be duplicated during laboratory testing, the four (4) returned devices were fully tested and no issues or anomalies were observed. However, a review of the error logs identified the presence of error code 570.6200.0 on the three modules with s/n (B)(6), as well as error code 570.6500.0 on the suspect etco2 modules with s/n (B)(6). Based on the recorded error codes, the probable root cause of the reported co2 sensor failure is associated with the occurrence of errors 570.6200.0 and 570.6500.0. The probable root cause of the malfunction is attributed to a potential failure of the oridion board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.